Event description:
As reported, in 2009, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. A follow-up CT taken the following day, revealed distal migration of the device (approximately 5cm). A reintervention took place the next day, using an additional endograft (medtronic). The patient is in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.